Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized at marienhospital aachen after experiencing a coma on (B)(6) 2026. The patient reported receiving an error message prior to the event but was unable to provide additional details regarding this unknown error. The patient further reported being in a coma for four days. Attempts to obtain additional information regarding this medical event, including blood glucose levels, diagnosis, treatments administered, and the confirmed discharge date, are ongoing.